Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the blue can l wire was open inside the trunk cable. The cause of the inability to communicate with a test monitor is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned a belt indicating that it would not communicate with a test monitor.